Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Pump error 63/4 alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was received with broken battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the piece of battery was broken and crack down the side. Customer also stated insulin pump had multiple pump errors. Customer was able to clear the alarm and also able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.